Event description:
Reporter alleged obtaining the results of 87 mg/dl, 60 mg/dl, hi (greater than 600 mg/dl) and lo (less than 10 mg/dl) back to back within 10 minutes on the compact plus system. Reporter stated that he would still take his insulin as he usually would. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.